Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead bent while implanting the lead. The lead was removed and the physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The body of the lead became extrinsically distorted. If information is provided in the future, a supplemental report will be issued.